Manufacturer narrative:
MFR received date 05 nov 2019. Upon further investigation it was found the original submission of MDR#2031642-2019-10396 was filed in error due to the finding that the touchscreen was functioning at the time of the reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
It was reported that the ventilators navigation ring was not working. There was no patient involvement.